Event description:
The customer reports: during the removal of the double lumen central catheter, the guidewire became adhered to the catheter even after the entire set (guidewire and catheter) was removed. Noting deformity of the guide wire. Subsequently, the entire set was discarded, and a new puncture performed, and a new catheter passed.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: during the removal of the double lumen central catheter, the guidewire became adhered to the catheter even after the entire set (guidewire and catheter) was removed. Noting deformity of the guide wire. Subsequently, the entire set was discarded, and a new puncture performed, and a new catheter passed.